Event description:
It was reported that multiple occlusion alarms occurred. The customer's blood glucose level ranged from 251-271 mg/dl. Reportedly, the customer changed the infusion set and alarm reoccurred. Subsequently, the customer cleared the alarm and resumed insulin delivery.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.